Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. The manufacturer¿s international service technician confirmed the issue and replaced the power switch overlay to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the green power switch led had illumination failure. There was no patient involvement.